Manufacturer narrative:
The device passed displacement test and self test. Pump error 63 confirmed in pump history due broken trace keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure. The customer's blood glucose level was unknown. The customer reported that this was the second occurrence of this alarm. The customer was able to clear the alarm. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.